Manufacturer narrative:
Updated a1: patient identifier updated e1: initial reporter email updated e1: initial reporter zip/post code correction to field h6: evaluation conclusion codes e1 - initial reporter address 1: (B)(6). Upon receipt at our post market quality assurance laboratory, the device was received with the stent fully deployed from the delivery system. The stent was not returned for analysis. A visual and tactile inspection found no kinks or damage to the delivery system. A visual examination identified no damage or issues with the tip and stent cups or holder of the device. This concludes the product analysis.

Event description:
It was reported that one third of the proximal end of the stent could not be completely expanded. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent was selected for treatment. However, when the carotid artery stent was withdrawn, it was noted that one third of the proximal end of the stent could not be completely expanded, and one third of the proximal end of the stent was reconstrained. Post balloon dilatation was then performed, and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that one third of the proximal end of the stent could not be completely expanded. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent was selected for treatment. However, when the carotid artery stent was withdrawn, it was noted that one third of the proximal end of the stent could not be completely expanded, and one third of the proximal end of the stent was reconstrained. Post balloon dilatation was then performed, and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Upon receipt at our post market quality assurance laboratory, the device was received with the stent fully deployed from the delivery system. The stent was not returned for analysis. A visual and tactile inspection found no kinks or damage to the delivery system. A visual examination identified no damage or issues with the tip and stent cups or holder of the device. This concludes the product analysis.

Event description:
It was reported that one third of the proximal end of the stent could not be completely expanded. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent was selected for treatment. However, when the carotid artery stent was withdrawn, it was noted that one third of the proximal end of the stent could not be completely expanded, and one third of the proximal end of the stent was reconstrained. Post balloon dilatation was then performed, and the procedure was completed. There were no patient complications as a result of this event.